Event description:
The customer contacted physio-control to report that their device failed to provide defibrillation therapy and unexpectedly lost power. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. The customer quality engineer reviewed the electronic device records and was not able to verify power off issue on the event date. The electronic patient records showed normal activity during delivering defibrillation energy. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). Physio-control requested additional information about the device dispositioning, but has not yet received a response. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Not returned to manufacturer.

Event description:
The customer contacted physio-control to report that their device failed to provide defibrillation therapy and unexpectedly lost power. There were no reports of patient use associated with the reported event.